Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, vaginal dryness, vaginal discharge, uti, vaginal abscess, urinary frequency and urgency.

Event description:
It was reported by an attorney that the patient underwent a gynecological l procedure on an unknown date and an unknown gynecare pelvic mesh product was implanted. It also was reported that the patient underwent a gynecological surgical procedure on an unknown date and an unknown non-pelvic mesh product was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/16/2015. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.